Event description:
It was observed that during the device evaluation, the colonovideoscope¿s c-cover contained foreign objects and the suction cylinder was corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event suction cylinder corroded was traced to component failure. However, a definitive root cause for the reportable event c-cover had foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.